Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis (permanently). No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.